Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm insulin flow blocked during fixed prime customer's blood glucose at time of incident was unknown. Customer tried different cannula lengths. The customer was advised insulin is not expired or denature and sites rotated. The tubing is not bent or kinked. The customer insisted on replacing the pump. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
The insulin pump was received with a constant insulin flow blocked alarm due to corrosion on the force sensor also, moisture damage was found on the motor assembly. Unable to perform displacement test, rewind test, prime seating test, basic occlusion test, force sensor test and occlusion test due to unexpected constant insulin flow block alarms during prime seating test. However, the insulin pump passed sleep current measurement, active current measurement and self-test. The insulin pump had scratched casing, minor scratches on the lcd window, pillowing keypad overlay and faded serial number label.